Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure on (B)(6) 2012. According to the complainant, there was a 1cm metal part present in the lumen of the device. The physician was concerned about the risk of migration of the metal piece into the bronchial tubes of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay with no consequences. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure on (B)(6) 2012. According to the complainant, there was a 1cm metal part present in the lumen of the device. The physician was concerned about the risk of migration of the metal piece into the bronchial tubes of the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay with no consequences. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation was performed. The syringe was returned along with the device, but was not attached to the handle luer. A separate small zip-lock bag received, and within the bag was a portion of the sheath, which had been torn away from the device and contains the protective hub. The length of the protective hub measured approximately 7mm which is within the manufacturing specification. Due to the damage of the device, a functional evaluation could not be performed. The condition of the returned unit was consistent with the customer complaint, as the evaluation revealed that a portion of the sheath, along with the protective hub, detached from device. It is possible that anatomical or procedural factors were encountered that may have contributed to the reported complaint. Due to the magnitude of the damage it is likely that excessive force was used at some point during the procedure. However, the exact cause of the failure was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.